Event description:
In late 2008, the patient reported that she pulled the insulin cartridge from the infusion device and the plunger became stuck to the piston rod. This resulted in insulin spilling into the cartridge compartment of the infusion device. She switched to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.